Manufacturer narrative:
E1- (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported that the gastrointestinal videoscope had an unspecified communication error failure. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
Updated fields: d8, h2, h3, h4, h6, and h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation: due to damage on circuit board of s-connector, a noise image occurs. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.